Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: b5, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions no image and the e229 error would likely be a faulty cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
Completed with a similar device.

Event description:
The customer reported to olympus, the camera head image suddenly disappeared or became dark. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: no video due to a bad cable, an e229 error, problems related to leakage, poor appearance of the cable, rusted coupler appearance, and charged coupled device connector discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.